Event description:
Two phacoemulsification units attached to two different probes, and both units would not provide suction or aspiration. Manufacturer technical support line was called to assist with set-up and units still failed to function properly.